Event description:
It was reported there was difficulty in deploying the rx accunet and rx acculink due to very heavy tortuosity. The filter basket was placed; however, during advancing of the stent the shaft bent due to the tortuosity in the iliac. The physician was unable to deploy the stent. When trying to remove the stent, the stent was pulled with force that caused the filter basket to break off and lodge in the aorta. The basket was snared and removed. The physician went through the other side and placed another filter basket and stent without incident. The patient is reported to be fine.